Event description:
It was reported the customer had low blood glucose of 50 mg/dl. Customer's spouse stated the device stopped delivering insulin. The device went into threshold suspend and blood glucose was 70 mg/dl at six in the morning and then he bloused for a pop tart went to bed and woke and blood glucose was at 50 mg/dl. Customer ate a chocolate. Customer stated he might have given himself too much insulin. Customer's blood glucose rose to 62 mg/dl. Customer stated he was fine and blood glucose was going up. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.